Event description:
Device report 1 of 2: reference MFR report: 1627487-2012-09012. The pt received the scs system including two percutaneous leads (from two different lots) on (B)(6) 2010. It has been reported the pt went under a surgical intervention to replace both leads due to high/invalid impedance values. Reprogramming did not resolve the issue. The pt reported excellent stimulation coverage post-operative. The analysis on the explanted products was completed on (B)(6) 2011.

Manufacturer narrative:
Evaluation: results: the returned leads were visually examined under the microscope and a kink with broken wires was observed on each lead body form the stimulation end. Compression marks were also observed.